Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the peripheral lead as the lead had migrated. The patient is receiving effective stimulation thus issue is resolved.

Manufacturer narrative:
The patient is implanted with two leads from the same lot. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This patient is implanted with two leads from the same lot.